Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was hospitalized with diabetic ketoacidosis. The reporter was unable to provide a specific blood glucose value for the patient at the time of the hospitalization. There was no information provided as to what the patient was treated with and if they were still using the pump or not. This complaint is being reported based on the allegation that a patient was hospitalized with diabetic ketoacidosis and the pump could not be ruled out as a contributing factor.